Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. Three days after the index procedure, the patient experienced an ischemic stroke. The stroke was characterized by reflex change and left hemiparesis. The onset was sudden. Recovery unknown at the time. The patient was asymptomatic for the procedure. The target lesion was the proximal right internal carotid artery (rica). The lesion was reported to be: 25 mm. In length, a 90% stenosis, 5 mm. Reference diameter, severely calcified, and moderately tortuous. The lesion was pre-dilated. A 6 mm. Angioguard embolic protection device was used for the procedure. The residual stenosis was 20%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. Three days after the index procedure, the patient experienced an ischemic stroke. The stroke was characterized by reflex change and left hemiparesis. The onset was sudden and recovery is unknown at this time. The patient was asymptomatic for the procedure. The target lesion was the proximal right internal carotid artery (rica). The lesion was reported to be: 25 mm in length, a 90% stenosis, 5 mm reference diameter, severely calcified, and moderately tortuous. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 20%. The patient's medical history includes: significant aortic arch disease, hyperlipidemia, severe aortic / mitral valve disease, diabetes mellitus and hypertension. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15369634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15369634. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Some 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.